Event description:
Additional information received from the consumer reported that she was retaining 3.5cc of urine even when she thought her bladder was empty so she then was implanted with the "adder pacemaker." At the patient's 9 week check up her bladder was empty. Prior to surgery the patient had to cath twice per day now she did not have to do that. However, the utis had not been resolved. She still got them.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0qhul, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that the patient had been having urinary tract infections (utis), even since prior to implant. This was due to a gradual change in symptoms. The patient felt the device was doing its job and they were now able to empty their bladder. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.